Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that, ""the device chamber fills with blood and releases blood with potential risk of biological contamination."" Material number: 383339 lot number: 12t55060 event date: 27/01/2026".

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.